Event description:
It was reported that the customer had a reservoir leak. Customer's blood glucose level was 460 mg/dl. Customer stated that the reservoir compartment was soaked in insulin. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump. Customer's mother stated that the customer has ketones and that she is going to take her daughter to the hospital. Later, a nurse called in and the customer's mother got on the line to state that there was an emergency room visit for the customer's high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Customer had leaks in the reservoir compartment. Customer was not breathing, could not stand, had eyes rolling back into head, and was losing consciousness. Customer had diabetic ketoacidosis and was given an insulin drip. Customer was not wearing the pump at the time. Customer was off the pump for about an hour and half. Customer removed it due to visible insulin in the pump. No further assistance needed.

Manufacturer narrative:
Insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a compromised force sensor system alarm, and excessive no delivery alarm test. Insulin pump functioned properly. Pump was received with minor scratched lcd window and cracked reservoir tube lip. There was no moisture damage on the motor assembly or electronic assembly noted during visual inspection. Reference manufacturer report number: 3004209178-2015-48671.